Manufacturer narrative:
(B)(6). The device was serviced by a service technician. An event history log review, service history review, functional testing, and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The f-94 (configuration option settings checksum is not 0) was identified during functional testing and the event history log review. The cause of the condition was determined to be a depleted battery. The battery was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, the flo-gard infusion pump was found to have an f-94 alarm (configuration option settings checksum is not 0). There was no patient involvement. No additional information is available.